Manufacturer narrative:
The customer, a biomedical engineer, confirmed that replacing the device's external modem cable resolved the reported issue.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event. The device end users had advised that the issue occurred when the device was being moved. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4).  The customer, a biomedical engineer, advised that he evaluated the device but had been unable to duplicate the reported issue.  Physio-control provided the customer with technical assistance.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself.  There was no patient use associated with the reported event.  The device end users had advised that the issue occurred when the device was being moved.   There was no patient use associated with the reported event.

Manufacturer narrative:
After subsequent troubleshooting, the customer, a biomedical engineer, was able to duplicate the issue by flexing the device's external modem cable. After multiple attempts, physio-control has been unable to contact the customer regarding resolution of the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined.